Event description:
During an attempt to percutaneously deliver bone cement, the physician noted contrast media leaking from the cannula. Upon further investigation, it was noted that the cannula was breached approximately 4 cm from the distal tip. When the physician attempted to remove the cannula, a 3 cm portion (approximately) remained indwelling in the patients vertebral body. The patient was referred to an orthopedic surgeon for removal. The orthopedic surgeon reportedly decided to leave the remaining portion of the cannula in the patient.